Event description:
After placing foley and noting clear/yellow urine return, registered nurse noticed the foley was in between the patient's legs on the sterile field that was used for the foley insertion. Upon inspection of the foley, rn noted a portion of the foley was missing including the balloon.